Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Information received from a medwatch initiated by the hospital indicates that on (B)(6) 2011, a monarc subfacial hammock (surgical mesh) "shredded apart during the procedure." There has been no response from the hospital to ams' request for additional information, including that the device be returned for analysis.